Manufacturer narrative:
Concomitant medical products: 8110, (2)syringe (mfg unknown). The customer requested log review was performed. Physical inspection noted the device to be in good condition with the instrument seal intact. Dried fluid was observed on the male and female iui¿s. There were no other anomalies observed. Review of the pcu error log showed one record of backup speaker failure (133.6080) on (B)(6) 2020 at 7:21 am. Analysis of the pcu event log showed, prior to the issue being reported, the device was in use (B)(6) 2020. On( B)(6) 2020 at 12:42 am, the pcu was powered on and same patient and same profile (peds 0-5kg) were selected. During multiple programmed infusions between 5:23 am on (B)(6) 2020 and 5:04 am on (B)(6) 2020, the suspect syringe pump recorded the following alarms: (29) patient pressure, (3) check syringe, (7) clamp open, (3) end of travel, at 5:05 am on (B)(6) 2020, the pcu was channeled off. Total volume infused= 322.8826 ml. At 9:17 am on (B)(6) 2020, the pcu was powered on in maintenance mode, indicating biomed possession. At 7:21 am on (B)(6) 2020, the pcu was powered on and immediately alarmed for system malfunction before being channeled off. Root cause analysis is not applicable, as- the customer requested a log review only. Device history review: review of the source device (s/n (B)(4) ) service history record showed that the device was manufactured on (13dec2017). A review of the device service history record was performed beginning from the date of manufacture to the present date (13aug2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that a patient incident occurred, and the biomed customer would like the log files of the devices involved in the event to be reviewed. No additional information was provided.